Manufacturer narrative:
These below mentioned lot numbers of the product were used in the operation. Lot# quantity h5379631 1 h5379886 3 h5383087 2 h5385230 1 h5385605 4 this is for notification purpose as the lot number of the alleged product could not be specified. This part is not approved for use in the us, however a like device with part# 6950315, 510k# k052180 and upn (B)(4) is approved for market in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018, the patient underwent posterior cervicothoracic spine fusion at c2-t9. Reportedly, when setting the set screw during the operation, the set screw was found to be thinly peeled off. The set screw was cross threaded, burr from the set screw penetrated through the glove and pricked nurse¿s finger. Therefore, the nurse put down the hand and received treatment for the wound.